Manufacturer narrative:
Vyaire medical file identification: (B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported problem was verified. The root cause is the o2 (oxygen) blender. As a resolution, the o2 blender was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator has an internal o2/oxygen leak and the pisco connector on analog pcba (printed circuit board) was disconnected from o2/oxygen blender.the customer confirmed that there was no patient involvement associated with the reported event.